Event description:
It was reported that six months after placement of an anterior and a posterior mesh, abcesses are noticed on nearly the whole introduction point. This was not noticed after placement. No injuries were reported up till now. Apart from the abcesses the pt is doing fine and no issues with the meshes itself are reported. The professor is treating the pt now with antibiotics, but abcesses keep coming.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use which accompanies each device states in the section labeled adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage, the product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.